Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure (batch no. C76447) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy + bi-s). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain had resolved and the psychological trauma outcome was unknown. The reporter considered pelvic pain and psychological trauma to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: medical device removal lot number: c76447, manufacturing date: 2014-07, expiration date: 2017-07 . Most recent follow-up information incorporated above includes: on 23-jun-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and device dislocation ('possible displacement of the essure device in the right adnexa.') In an adult female patient who had essure (batch no. C76447) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant) and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy + bi-s). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain had resolved and the device dislocation and psychological trauma outcome was unknown. The reporter considered device dislocation, pelvic pain and psychological trauma to be related to essure. The reporter commented: 4 coils were noted outside the right tubal ostium and 4 coils were noted outside of the left tubal ostium. Concerning the injuries reported in this case, the following one were reported via social media: medical device removal. Lot number: c76447; manufacturing date: 2014-07; expiration date: 2017-07. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 25-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and device dislocation ('possible displacement of the essure device in the right adnexa.') In an adult female patient who had essure (batch no. C76447) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant) and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy + bi-s). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain had resolved and the device dislocation and psychological trauma outcome was unknown. The reporter considered device dislocation, pelvic pain and psychological trauma to be related to essure. The reporter commented: 4 coils were noted outside the right tubal ostium and 4 coils were noted outside of the left tubal ostium. Concerning the injuries reported in this case, the following one were reported via social media: medical device removal lot number: c76447 manufacturing date: 2014-07 expiration date: 2017-07. Most recent follow-up information incorporated above includes: on 11-may-2021: mr received. New event "possible displacement of the essure device in the right adnexa" was added. Reporter information, rcc, patient's demographic details and product indication was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure (batch no. C76447) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy + bi-s). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain had resolved and the psychological trauma outcome was unknown. The reporter considered pelvic pain and psychological trauma to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: medical device removal. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: event medical device removal was replaced with event pelvic pain female. Event psych injury added. Essure removal date added. Essure removal surgery added. Lot number added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('had essure for 5 months') in a female patient who had essure inserted. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (unknown surgery). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: medical device removal. Most recent follow-up information incorporated above includes: on 17-feb-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('had essure for 5 months') in a female patient who had essure inserted. On b)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (unknown surgery). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: medical device removal. Most recent follow-up information incorporated above includes: on b)(6) 2020: social media received. This case was upgraded to incident from other event. Event injury was updated to medical device removal and reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.